Event description:
It was reported that the tread/tracks won't engage due to a damaged roller. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.